Event description:
It was reported that approximately 41 months post implantation of a 2.5x18mm xience v stent in a restenosed mid left anterior descending artery, the patient experienced shortness of breath and dizziness with exertion. On (B)(6) 2012, the patient was hospitalized. Cardiac catheterization showed severe coronary artery disease. On (B)(6) 2012, coronary artery bypass was performed to the target vessel, including the target lesion. On (B)(6) 2012, the event was considered resolved and the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device coding: stent implanted in a restenosed lesion. There were no reported product deficiencies. The reported patient effects of dyspnea, stenosis/restenosis, and surgical procedure (coronary artery bypass graft surgery) are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. It should be noted that the IFU states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.